Event description:
It was reported to boston scientific corporation on february 13, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pancreatic pseudocyst during a therapeutic endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the axios first flange was successfully deployed, however, due to the angled position of the scope, there was resistance encountered during the deployment of the axios stent second flange and the stent was partially deployed. The axios stent was removed together with the delivery system and the procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: the axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination revealed that the stent was partially deployed, and the delivery system was in position 2. Functional inspection was performed by unlocking the catheter by sliding the catheter lock to the right and then moving the catheter control hub up and down. The catheter passed through the luer without resistance, and the stent was deployed without any problem. Product analysis confirmed the reported device malfunction of stent partially deployed. The investigation concluded that the reported failure was most likely due to procedural factors encountered during the procedure such as lesion characteristics, handling of the device, and the technique used by the user, which could have caused the second flange of the stent to be unable to be deployed and consequently made the stent partially deployed. Therefore, review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation on february 13, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pancreatic pseudocyst during a therapeutic endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the axios first flange was successfully deployed, however, due to the angled position of the scope, there was resistance encountered during the deployment of the axios stent second flange and the stent was partially deployed. The axios stent was removed together with the delivery system and the procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.